Manufacturer narrative:
(B)(4). The device has not been returned for investigation. A device history review could not be conducted since the lot number nor product code was provided. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the capture needle broke within the patient.